Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed.b3: date of event is unknown. Additional information will be provided if available.based on the results of the investigation, it is likely the following led to the malfunction: discolored charged coupled device (ccd) cover lens.should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a blurry image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date. Updated fields: h2, h4, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.